Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 28 year old female patient that was reported out of the laboratory. The following data was provided (customer provided normal range: <2.14 to 14 ng/ml): sid (B)(6): initial result = 108.2 ng/ml, repeat was <2.7 ng/ml (corrected report was sent) a new sample was collected 3 hours later: sid (B)(6): initial result was <2.7 ng/ml, repeat on another instrument was <2.7 ng/ml no treatment was given to the patient due to the discrepant result. No impact to patient management was reported.